Event description:
It was reported that while in the cardiac cath lab, the intra-aortic balloon (iab) was prepped per instruction. The iab was zeroed before insertion. The iab was inserted through a sheath which was inserted in the pts' right femoral artery. After the iab was inserted, the "fiberoptix sensor (fos) went away and the iab could not be zeroed again." As a result, the iab was removed and another iab was prepped and zeroed without difficulty. There was no reported pt death or injury. The amount of time the iab therapy was delayed/interrupted is unk. The outcome of the pt is unk. Additional info received on (B)(6) 2010 from the sales rep stated, "yes, same insertion site for second iab. It was inserted with no problem."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.